Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vein. A 4.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation. The balloon was inflated three times at 12 atmospheres for 30 seconds. However, during the third inflation, the balloon ruptured. The device was removed without any problem and completed the procedure with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 34mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vein. A 4.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation. The balloon was inflated three times at 12 atmospheres for 30 seconds. However, during the third inflation, the balloon ruptured. The device was removed without any problem and completed the procedure with a different device. No patient complications were reported and the patient's status was good.